Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the ipg was flipping and wiggling in the pocket. The patient loss 70 pounds. Surgical intervention took place on (B)(6) 2024 where the ipg was sutured, and the pocket was tightened to prevent movement. Effective stimulation was restored.